Manufacturer narrative:
Implanted (B)(6) 2011.

Event description:
It was reported that following a monarc implantation, the patient experienced dyspareunia and a revision surgery occurred in (B)(6) 2014 for "excision of mesh sling, cystourethroscopy." No additional patient complications have been reported in relation to this event.